Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) contacted the facility¿s biomed via telephone to schedule a repair visit. The fse was informed that the unit was displaying a "battery maintenance required" message when powered on. The biomed found the instructions on how to reset the battery test date and also tested the batteries. The biomed no longer needed getinge to be dispatched to evaluate the unit. The iabp was cleared for clinical use.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump were not charging. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.